Event description:
It was reported that after the pt underwent aortic valve replacement and CABG on 4/5/2000, a pacemaker and iab were inserted. After five hours of use, the balloon on the iab ruptured. It was removed and replaced without any complications.